Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead developed a pnuemothorax due to a perforation. Right ventricular loss of capture was observed. An invasive procedure was performed to replace this lead. The lead was successfully explanted.

Manufacturer narrative:
Should additional information become available, this report will be updated.